Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic but still attached to the active rod. The ceramic is not damaged and is securely bonded to the bottom jaw. The device passed the dc power supply test, but due to the returned condition, no additional functional testing could be performed. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon experienced issues with enseal. In the beginning of the case /usage the product worked fine. A while into the case the instrument's coagulation capability started to decrease, eventually resulting in a cold cut. After close observation it was seen (at least on one instrument) that one of the electrodes (lower jaw) started to separate from the instrument. It is unclear how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A review of the dvd shows that the device jaws were not cleaned until 1+ hours into the procedure. It is possible that the device was not sensing tissue impedance due to the excessive tissue in the jaws. Removing accumulation of tissue: clean the jaws of the enseal device as needed to remove accumulation of tissue. To clean, submerge in saline solution and wipe dry.